Event description:
The customer reported via phone call that they received a motor error alarm while attempting to bolus. The customer also reported receiving a battery out limit alarm. It was also found the motor sounded weaker to the customer. Customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. No battery out limit alarms noted and cracked reservoir tube lip.